Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot undergo functional testing) has been confirmed. As received the monitor enclosure was crushed, damaging the monitor printed circuit assemblies. The root cause for the damage was extreme physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo functional testing.